Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (69 mg/dl). Customer disconnected from the pump and ate breakfast to address the issue. Customer reported being fine and bg level improved. Customer reported working with health care provide to find the best basal rate for her and stated that basal rate adjustment would be discussed with health care provider.